Manufacturer narrative:
The customer's meter was returned for investigation where it was tested using retention strips (lot:42400913 expiration: 31-mar-2021) and controls. Customer's alleged strips were not returned for investigation. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages and all qc values run during testing were correctly logged into the meter's memory. The alleged result of 3.5 inr on (B)(6) 2020, 3.2 inr on (B)(6) 2020, 3.5 inr on (B)(6) 2020, and 3.4 inr on (B)(6) 2020 were not observed in the meter¿s result memory. All other alleged results were observed in the meter memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a questionable result from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. At approximately 11:00 pm the meter result was 3.5 inr. At approximately 12:00 am on (B)(6) 2020 the result was 5.6 inr. The customer's therapeutic range is 2.5-3.5inr.